Manufacturer narrative:
H6 device codes: updated to a1702 device-device incompatibility.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. Prescreen transesophageal echocardiogram (tee), noted that the patient had a pericardial effusion. The physician continued the procedure. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. After the closure device had been released the patients blood pressure dropped. The physician performed a pericardiocentesis and drained 600ml of blood from the patient. There was limited success in stabilizing the patients blood pressure and no improvement on reducing the pericardial effusion. The patient underwent open heart surgery where a perforation was noted and closed. The patient did well during surgery. There were no other complications that were reported to have occurred as a result of this event, and the patient is expected to make a full recovery. It was further reported that the patient died three days post procedure due to complications of the sternotomy and multiple chest evacuations due to continued sternal bleeding. It was further reported that the patient required blood transfusions due to the pericardiocentesis and continued bleeding. It is suspected that the cause of the perforation may have been due to a potential interaction with the pacemaker lead during implant.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. Prescreen transesophageal echocardiogram (tee), noted that the patient had a pericardial effusion. The physician continued the procedure. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. After the closure device had been released the patients blood pressure dropped. The physician performed a pericardiocentesis and drained 600ml of blood from the patient. There was limited success in stabilizing the patients blood pressure and no improvement on reducing the pericardial effusion. The patient underwent open heart surgery where a perforation was noted and closed. The patient did well during surgery. There were no other complications that were reported to have occurred as a result of this event, and the patient is expected to make a full recovery.

Manufacturer narrative:
H6 impact codes: f2302 blood transfusion code added.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. Prescreen transesophageal echocardiogram (tee), noted that the patient had a pericardial effusion. The physician continued the procedure. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. After the closure device had been released the patients blood pressure dropped. The physician performed a pericardiocentesis and drained 600ml of blood from the patient. There was limited success in stabilizing the patients blood pressure and no improvement on reducing the pericardial effusion. The patient underwent open heart surgery where a perforation was noted and closed. The patient did well during surgery. There were no other complications that were reported to have occurred as a result of this event, and the patient is expected to make a full recovery. It was further reported that the patient died three days post procedure due to complications of the sternotomy and multiple chest evacuations due to continued sternal bleeding. It was further reported that the patient required blood transfusions due to the pericardiocentesis and continued bleeding. It is suspected that the cause of the perforation may have been due to a potential interaction with the pacemaker lead during implant.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. Prescreen transesophageal echocardiogram (tee), noted that the patient had a pericardial effusion. The physician continued the procedure. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. After the closure device had been released the patients blood pressure dropped. The physician performed a pericardiocentesis and drained 600ml of blood from the patient. There was limited success in stabilizing the patients blood pressure and no improvement on reducing the pericardial effusion. The patient underwent open heart surgery where a perforation was noted and closed. The patient did well during surgery. There were no other complications that were reported to have occurred as a result of this event, and the patient is expected to make a full recovery. It was further reported that the patient died three days post procedure due to complications of the sternotomy and multiple chest evacuations due to continued sternal bleeding.